Event description:
A customer contacted beckman coulter inc., (bec), to report a fluid leak coming from the unicel dxl 600 access immunoassay system. There are no reports of exposure or injury connected to this event.

Manufacturer narrative:
Hotline could not help the customer determine the source of the leak during routine troubleshooting and service was dispatched. A field service engineer (fse) determined a waste bottle had been cracked and required replacement. The waste bottle was leaking onto the floor when the fse would prime the instrument. The fse replaced the waste bottle and the instrument stopped leaking. Hardware is the root cause for this event.